Event description:
It was reported that two days following the implant procedure, the left ventricular (lv) lead exhibited dislodgement, along with an elevated lv threshold due to dislodgement. It was noted since the selected vessel was thick, the lead displacement occurred. The lv lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.